Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. The bolus button was found to be hard to press.

Event description:
It was reported that the keypad buttons were intermittently responding.